Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of encapsulation, swelling, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of encapsulation, swelling, and induration as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported one month after injection to the lips with juvederm voluma with lidocaine patient developed encapsulation of the filler starting low right with swelling and one after the other induration of all injection sites. Patient was treated with hylase several times, tavanic, and moxiflocacin. In addition, it is noted "clarithromycin->tachycardia." Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 03/22/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported one month after injection to the lips with juvederm voluma with lidocaine patient developed encapsulation of the filler starting low right with swelling and one after the other induration of all injection sites. Patient was treated with hylase several times, tavanic, and moxifloxacin. In addition, it is noted "clarithromycin->tachycardia." Symptoms are ongoing.